Manufacturer narrative:
Product ID 3889-28, lot# va09679, implanted: 2013 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, there was a loss of therapeutic effect. The patient had a loss of bladder control and noted the nights are the worst. They said their first night after implant they got to sleep for six hours and noted they had not been able to do that in months and months. But since then it had been like it was before the implant. The patient woke up and had bladder spasms, leaking, and had to change pads many times. The patient noted they were feeling the stimulation. The patient had increased stimulation ¿may times.¿ they were at 2.9 volts and increased to 3.4 volts the day of report. Patient did not feel like they had been instructed very well. Follow up reported they still have concerns with their device or therapy but they were working with their representative or doctor. An appointment was noted for (B)(6) 2013.